Manufacturer narrative:
The transfused units were not typed retrospectively to determine if they were positive for the antigens to the antibodies identified by the reference lab. There is no info provided as to whether the original sample from 2008, which was antibody screen negative, was retested later and found to be antibody positive in order to support the assumption that the antibodies were missed. Ortho-clinical diagnostics (ocd) quality assurance performed retained testing to confirm the reactivity of the antigens. Results were satisfactory.